Event description:
During a breast biopsy procedure, while taking samples, the physician heard a loud grinding noise. The physician continued to take 3 or 4 add'l samples and the grinding noise continued. The physician aborted the case with the samples retrieved. After taking post mammographic images, they noticed that there were fragmented/foreign pieces in the biopsy cavity. There was no pt consequence.